Manufacturer narrative:
It was reported that the mi was related to the target vessel and the pci. There was a small side branch occlusion of the mid-rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator reported that the event is unlikely to be related to the index device or anti platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the mid rca. One day after the index procedure, raised troponin t was reported. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as not related to the device or anti-platelet medication. Cec adjudicated non-q-wave mi (target vessel mid rca) 3rd udmi peri-pci, small side branch occlusion of mid-rca. The patient recovered